Event description:
It was reported that pump battery life depleted rapidly. No information was provided about the customer¿s blood glucose level. Customer declined follow-up, and no additional corrective actions or technical support interventions were documented.